Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported right heart failure and aortic insufficiency could not be conclusively determined through this evaluation. The account reported the patient was admitted of rhf and aortic insufficiency. The patient was given medication and an amplatzer was implanted in the aortic valve. On (B)(6) 2018, ldh was elevated to 1139u/l. The vad was reportedly working as intended and the patient refused treatment and asked to be discharged home on palliative care. The account also indicated that the ldh elevation was likely due to the implanted amplatzer device and not vad related. The patient expired at home on (B)(6) 2018. The account reported the device would not be returned and that the cause of death was due to aortic insufficiency. Right heart failure is listed in the hmii IFU as an adverse event that may be associated with the use of the hmii lvas. Although the ldh elevation was reportedly related to the amplatzer device, hemolysis is also listed as an adverse event that may be associated with the use of the hmii lvas. Finally, this IFU explains that moderate to severe aortic insufficiency must be corrected at time of device implant. Hmii IFU, death and right heart failure are listed as adverse events that may be associated with the use of the hmii lvas. Although the ldh elevation was reportedly related to the amplatzer device, hemolysis is also listed as an adverse event that may be associated with the use of the hmii lvas. Section 5 explains that moderate to severe aortic insufficiency must be corrected at time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018 the patient was admitted for right heart failure and aortic insufficiency. Milrinone started and given bumex. Amplatzer device placed in aortic valve. On (B)(6) 2018 lactate dehydrogenase rose to 1139 units per liter. Vad parameters normal and urine clear. Plan was to treat with heparin but patient refused and requested to be discharged home with palliative care. A note in the chart states that lactate dehydrogenase rise was thought to be from the amplatzer and not vad related. Patient expired at home on (B)(6) 2018. Cause of death is aortic insufficiency.